Event description:
It was reported that the customer was hospitalized. Blood glucose was 43 mg/dl. Customer is a new insulin pump user and would be trained. It was undetermined if the drive support cap has damage and the cause for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.